Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (ecgs non-functional) was isolated to defective q1 and v4 components on ECG "b" in the distribution node (dn), causing all ecgs to not recognize during the falloff test. The root cause for the defective q1 and v4 could not be positively identified. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt had non-functional ecgs.